Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: leal j, holland CT, cochrane nh, seyler tm, jiranek wa, wellman ss, bolognesi mp, ryan sp. The relationship between pseudotumours and infected complications in patients who have undergone metal-on-metal total hip arthroplasty. Bone joint j. 2024 jun 1;106-b(6):555-564. Doi: 10.1302/0301-620x.106b6.bjj-2023-1370.r1. Pmid: 38821507. Objective/methods/study data: this retrospective study purpose is to determine if there is a relationship between history of pseudotumour secondary to mom implants and pji rate. Additionally, this study aims to establish esr and crp thresholds that suggest infection is present in patients with mom implants with and without history of pseudotumour. The authors hypothesize that patients with pseudotumours will have higher rates of pji, and that patients with a history of pseudotumour will have higher preoperative esr and crp levels. Between august 2000 and march 2014, a total of 1,171 thas with mom articulations were identified who underwent tha with a mom implant. A total of 328 mom thas underwent mars-MRI, 102 (31.1%) had pseudotumour (with 59 male and 42 female) and 226 (68.9%) did not (with 133 male and 93 female) and the mean age at index surgery was 53.1 years (sd 9.4) in the pseudotumour group and 50.3 years (sd 10.3) in the no pseudotumour group. The mean follow-up was 12.2 years (sd 3.9). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: asr xl acetabular system (depuy synthes, USA). Adverse event(s) and provided interventions possibly associated with unknown hip acetabular liners (qty 105). (N=97) patients had armd and requires revision surgery. (N=8) patients had dislocation and requires revision surgery. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct (qty 53). (N=37) patients had culture-positive infection and requires revision surgery. (N=8) patients had culture-negative infection and requires revision surgery. (N=3) patients had culture-n/r infection and requires revision surgery. (N=2) patients had instability that requires revision surgery. (N=3) patients had pain that requires revision surgery. Adverse event(s) and provided interventions possibly associated with unknown hip acetabular cup (qty 13). (N=13) patients had loosening that requires revision surgery.